Event description:
Device malfunction: suture break or mislocation of sutures. Symptoms/ae: access site complication/failure to achieve hemostasis. Time of symptoms/ae: post procedure. The following events were noted through a periodic article review. A prospectively study was performed in 21 pts who underwent endovascular stent-graft insertion for thoracic or abdominal aortic pathology during the period between 2003 and 2005. The purpose of this study was to assess the technical safety and the midterm outcomes following total percutaneous endovascular thoracic and abdominal aortic stent-graft repair using the perclose a-t device off-label. Reportedly, five (5) device failures occurred. One suture break occurred and one suture mislocation occurred requiring surgical exploration. Hemostasis was achieved using manual compression. There were no reported adverse pt effects. No add'l info was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed. Pt selection (the safety and effectiveness of the perclose a-t suture-mediated closure system have not been established in pts with access sites in vascular grafts. Dr. Clare l. Bent; et al "total percutaneous aortic repair: midterm outcomes" (cardiovasc intervent radiol 2009; 32:449-454.)